Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery gauge was fluctuating. Subsequently, it was reported that the pump could not be charged when plugged in to a power source which led to the pump battery fully depleting and shutting down. The customer reconnected the pump to a power source to charge and the pump turned on. The customer's blood glucose was 178mg/dl. Review of the pump data logs confirmed that a power source alert occurred which prevented the pump from charging. Multiple follow up attempts were made to complete troubleshooting with the customer; however, the customer did not respond to follow up attempts.